Event description:
Lithotron lithotripter went down while treating a patient. System started making a loud noise. Shut machine down. Unable to get machine started again. Lithotripsy cancelled at 600 pressure waves (shocks). Doctor switched to ureteroscopy.